Manufacturer narrative:
H10, e1 - reporter phone number - (B)(4).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting an auxiliary power failed alarm. Information was received indicating that there was no patient involvement at the time of the reported event as the issue was discovered before therapy. There was no harm to any patient or user. The device was swapped out with a different device. Based on the information provided, it was confirmed that the unit did not meet product specifications. The customer declined device repair. The hospital's equipment department repaired the power module and restored the equipment to normal use themselves. The device was returned to service. No further information was provided. If additional information becomes available at a later date, a supplemental report will be submitted.